Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, the ventricular perforation was likely caused by the amplatz extra stiff wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transaortic tavr procedure, during valvuloplasty, the patient sustained a ventricle perforation, requiring surgical repair. Trans aortic approach via right thoracotomy was achieved without complication, the valve was crossed, and an amplatz super stiff wire was inserted. The curve on the wire was not ideal and during the valvuloplasty was exchanged for a safari wire. The post deployment assessment of the 23mm sapien xt valve was made more difficult due to the stiff safari wire pinning a leaflet open and causing ai. However, it was determined that the valve was slightly too aortic (90:10) with moderate pvl. This was due to difficult positioning and the delivery system being slightly canted. The patient was having difficulty maintaining a stable blood pressure. A second 23mm sapien xt valve was prepped and deployed approximately 40% lower than the first with excellent result. The ai was reduced to trace. The sheath was withdrawn and the surgical access was closed. Over the next 20-30 minutes, the patient discharged 800ml of blood from his chest drain. The team assessed the echo and noted pericardial effusion. The surgeon re-opened the incision to explore and, after reviewing the films and seeing the position of the original amplatz wire, the team suspected a ventricular perforation. The surgeon performed a sternotomy and was able to locate the perforation and close it without further incident. The patient received multiple units of blood. The chest was closed again and the patient was monitored and transfused in the or for another hour. He was then transferred to the ICU in serious but stable condition.